Event description:
A report was received that the patient will undergo a revision procedure to relocate their ipg to their abdomen. The reason is unknown.

Manufacturer narrative:
Additional information was received indicating that the ipg was relocated due to discomfort at the pocket site. The patient was doing well post-operatively.

Event description:
A report was received that the patient will undergo a revision procedure to relocate their ipg to their abdomen. The reason is unknown.